Manufacturer narrative:
Corrected fields: b5, h6 (device codes).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was making a loud alarm sounding and they could not turn the iabp on or off. The iabp unit was in a storage room when the alarm sound was noticed. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the iabp to have the backup alarm sounding. The stm asked the customer if it was on a patient when the event occurred, and the customer indicated that the unit was not on a patient. The unit was in the storage room when the alarm sounded. The iabp logs gave no indication to what happened and no shutdowns were found in the alarm logs. The stm replaced the pneumatic module assembly (0997-00-1178) and calibrated the iabp. All functional and safety tests were passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is making loud noise, no further information was provided. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.